Event description:
A us distributor returned battery charger sn (B)(4) to report that the battery charger was resetting.

Manufacturer narrative:
Evaluation: device evaluation of charger sn (B)(4) has been completed. The reported problem (resetting) was confirmed. As received, the charger was resetting. The cause of the resets was isolated to a defective charger power supply unit. The root cause of the defective power supply cannot be positively identified. No adverse event resulted from the defective power supply.